Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the probes have exposed wires. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.